Event description:
The complainant reported that the physician decided to place intra-aortic balloon pump therapy (iabp) and remove impella cp. The reason for this was that the repo sheath was completely occlusive with no distal flow after an angiogram was taken through the re-access port. The physician was uncomfortable in placing an antegrade stick so impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.